Event description:
A malfunction was reported with the t:slim x2 pump, as its battery would not charge despite various attempts using different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections (mdi) as a backup therapy and was provided with a replacement pump by technical support. Instructions were given to put the faulty pump into storage mode and return it within 10 days using the provided return box and pre-paid label.